Event description:
It was reported that the patient implantable pulse generator (ipg) would not hold a charge and becoming harder to remain charged. The patient underwent ipg replacement procedure and was doing well post operatively. The explanted device will not be returned.